Event description:
Five minutes on bypass, oxygenator began to leak blood by the outlet portion (top) of the clear casing of the heat exchanger. Flows were less than two liters/minute. Unit had to be changed out. Ebl 200-300 cc. Had to infuse blood.

Manufacturer narrative:
Factory examined returned unit and the leak was confirmed. It was noted the o-ring was dislodged. Further investigation detected header dimension larger than specified. Component dimensional corrected in subsequent production lots.